Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery (rcfa) using a prostyle after a coronary stenting procedure using a 6f sheath. Reportedly, after the plunger was deployed, the knot was advanced using the suture trimmer with the guide wire still in the vessel. The knot did not lock/tighten. When the guide wire was removed, the trimmer advanced deeper into the patient's groin. Bleeding increased significantly and a hematoma was noted. Manual compression was held. In anticipation of a greater issue, the left common femoral artery was used to perform angioplasty at the rcfa. A vascular surgeon was called and did not see an issue. Manual compression was applied at the site to treat the hematoma and achieve hemostasis. There was a reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of the gated suture trimmer or suture returned for analysis, a conclusive cause for the reported unintended system motion with the gated suture trimmer could not be determined. The patient effects of hematoma and hemorrhage are listed in the prostyle instructions for use (IFU), as potential adverse events associated with use of the suture mediated closure devices. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling. H6: medical device problem code 2017 was removed.